Manufacturer narrative:
(B)(4). Computer software performance tests conducted, algorithm analysis, software / firmware caused event, unusual event. The investigation determined that the discrepant target not detected (tnd) result was caused by the baseline normalization calculation of the elth algorithm. In very rare instances, the analysis curves of the affected samples are noisy in the first few cycles. The (B)(4) curves did not have enough valid baseline points for a correct calculation of the baseline. Therefore, the data points of the plateau region were incorrectly used for the calculation of the baseline, leading to an incorrect tnd result. All affected roche molecular systems assays were assessed for risks and possible impacts due to the elth baseline normalization anomaly. All potential failure modes were analyzed. The anomaly has an extremely low rate of occurrence. (B)(4). All residual risks identified were determined to be in the acceptable or alarp (as low as reasonably practical) range. The overall residual risk was determined to be acceptable with no major impact on assay or system performance expected. (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
A customer in (B)(4) reported that they received discrepant hbv results when using the kit c-taq hbv 48 tests expt-ivd. The sample result was target not detected (tnd). However, the customer noticed that the growth curve showed positive growth in the normalized view. Upon repeating the sample, the result was a high titer above range. The results were not reported.